Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was initially reported by the customer that during the operation, the signal interference (noise) was observed on the intracardiac (ic) channels. Signal interference of map 3-4 was observed. Meanwhile "sh" showed on the carto after zeroing. A second device was used to complete the operation. There was no adverse event reported on patient. The interference was only on the ic signals, only on the carto system and the physician did have other intact ECG signals available to monitor the patient¿s heart rhythm. The customer's reported signal interference is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2026, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode section with a reddish material inside the pebax. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual analysis revealed reddish brown material, presumably blood, inside the pebax and a separation between the pebax and electrode section. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside the device. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).